Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant the helix was not extending properly. "The physician felt the helix was not working properly." The lead was removed and replaced. No patient complications were reported as a result of this event.